Event description:
Customer stated that one of the ports started leaking during the freezing process, and they did not notice it until the end of the freezing process.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag leakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag leakages during freezing, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. Peter x. Adams md, facs, fccp medical director. Upon completion of the evaluation, a follow-up will be submitted.